Event description:
Healthcare professional reported rupture against right device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: additional observations: rupture: observed, observed a broken device assessed as surgical damage. Crease flat: observed in the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported rupture against right device. Additional noted capsular contracture baker grade I which is not a reportable event. Device has been explanted.